Manufacturer narrative:
D4: full UDI is not available due to missing catalog and lot number. H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that, during service at manufacturer, a broken bur was found inside the attachment. No patient involvement or adverse consequences.

Manufacturer narrative:
D4: full UDI is not available due to missing catalog and lot number. H6: the quality investigation is complete.

Event description:
No new information.